Event description:
Additional information received from the physician indicates the intraocular lens (iol) exchange resulted in no complications. The initial lens was malpositioned outside of the bag after unfolding. Rather than over manipulate the iol, the surgeon decided to remove the lens and use another. The surgeon does not believe the iol malfunctioned. This event was technique related not lens related.